Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. As a corrective measure, technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was advised to consult their healthcare provider for a backup insulin therapy and to use short-acting insulin in the meantime. Instructions on transitioning to the replacement pump and returning the faulty one were provided and understood by the caller.